Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was damaged. Additional information has been requested.

Manufacturer narrative:
Due to the new information provided in b.5., this record is now not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the damage was found upon opening the package. There was no patient contact.